Event description:
Caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Prior to contacting technical support, the caller replaced the cartridge, successfully loaded a new one, and resumed insulin therapy, resolving the issue completely.